Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and failure to sense. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The reported events of failure to capture and failure to sense were not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. The measured helix extension length was within specification.

Event description:
It was reported a patient's atrial lead presented with failure to capture and failure to sense due to dislodgement, confirmed via fluoroscopy. The lead was explanted and replaced in a procedure on (B)(6) 2025. Post-procedure the patient was stable.